Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced multiple infusion sets leakage issue event on (B)(6) 2026. Due to the event, patient experienced high blood glucose level was 400mg/dl. The leakage was at the site, and the site of insertion was on lower abdomen.